Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A director of nursing reported that following an intraocular lens (iol) implant procedure, a foreign body noticed upon slit lamp assessment and was removed from patient's eye. The foreign body is suspected to have come from the cartridge used during the procedure.

Manufacturer narrative:
Product evaluation: the cartridge was not returned or model identification provided. Two glass slides were returned in a plastic protective case. There is visible dried solution in the center of the slides. An elongate particle is observed near the outer edge of the solution. There are smaller particles also observed. The slides were not separated during the review. The slides were sent to the ftw particle lab for testing. The ftw lab conducted testing. Visual and microscopic examination showed the presence of a brittle gray material. The gray material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-it). No good spectra were found. The gray material was also isolated using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). The gray material was be identified as salt. Photos were also provided. No determination could be made from the photos. Monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).